Event description:
An endurant ii stent graft was implanted for the treatment of a 63 mm in diameter abdominal aortic aneurysm. It was reported that the patient presented with a cold left leg and the CT showed clot had occluded a focal section of the left common femoral artery. The stent graft was completely thrombus free; however, the physician was concerned by a bright spot on the CT in the area of the platinum iridium gate ring and did an angiogram when he thrombectomized the left common femoral artery. A balloon expanding stent was placed in the contralateral gate area to be sure he was not leaving a defect behind, but saw no clot, flow irregularities or narrowing of the endograft in that area. The patient had flow restored to the left leg and was doing well. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4)